Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips that this defibrillator would not charge. There was no patient impact or harm related to this report.